Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the fill estimate was observed to be inaccurate. The customer's blood glucose level was reportedly between 300 mg/dl and 500 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.